Event description:
Provider spoke with (B)(6) in tech services ext. (B)(6) to advise that the joystick will randomly freeze up and say goodbye on the screen when the user commands the chair forward on the drive select lever. Provider hung up before any additional information could be obtained..